Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and a non-boston scientific right ventricular (rv) lead exhibited an alert due to pacing impedance measurements of greater than 2500 ohms. The impedances had been gradually increasing over approximately seven months. There were no stored episodes of noise. The patient was brought to their clinic and the impedances were normal and they could not reproduce any high measurements. The patient therefore would continue to be monitored. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and a non-boston scientific right ventricular (rv) lead exhibited an alert due to pacing impedance measurements of greater than 2500 ohms. The impedances had been gradually increasing over approximately seven months. There were no stored episodes of noise. The patient was brought to their clinic and the impedances were normal and they could not reproduce any high measurements. The patient therefore would continue to be monitored. No adverse patient effects were reported. The device remains in service. Additional information was received which reported that the device and non boston scientific rv lead exhibited noise, oversensing, and pacing inhibition of greater than two seconds; however, did not result in any reported asystole. Technical services (ts) discussed the possibility of a lead issue and recommended troubleshooting options with the health care professional (hcp). No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and a non-boston scientific right ventricular (rv) lead exhibited an alert due to pacing impedance measurements of greater than 2500 ohms. The impedances had been gradually increasing over approximately seven months. There were no stored episodes of noise. The patient was brought to their clinic and the impedances were normal and they could not reproduce any high measurements. The patient therefore would continue to be monitored. No adverse patient effects were reported. The device remains in service.